Event description:
It was reported that this pacemaker was found to be in safety mode. It was recommended that this device be replaced. Subsequently this pacemaker was explanted and replaced. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.